Event description:
It was reported that passage of the occlusion of the sfa was difficult due to calcification; however, intraluminal passage was successful. The stent lengthened proximally during insertion. The deployment of the stent was difficult due to calcification. Two stents were placed, a 150mm and a 40mm stent (overlapping). It was reported that after implant, it was observed that the 150mm stent lengthened to 258.81mm. Following the implant, there was no significant residual stenosis. The pt was in the (B) (4) registry study in (B) (4) and has been since loss to f/u. It was reported that there was no effect to the pt.

Manufacturer narrative:
Although there was no reported intervention or injury for this pt, this event is being reported because of a previous stent elongation event that resulted in in-stent stenosis where intervention was taken. This device holds a ce mark for use in the vasculature in (B) (6). Due to this event and 5 other similar events at this hospital, further implants have been put on hold at this hospital until a thorough investigation of the cause of the events and further physician training can be performed.